Manufacturer narrative:
Additional information was received on 7/1/2020. Patient has a planned explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 8/3/2020, the mentor failure analysis lab has received a picture of the device for evaluation. On (B)(6) 2020 further additional information was received, patient stated that implants were cloudy. The investigation of the pictured device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the implant was opaque and developed generalized illness. Upon visual evaluation of the image provided in the complaint, it's gray, however, the implant can be observed opaque/discolored. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient who underwent breast reconstruction surgery two 800cc mentor memorygel breast implant experienced pain, muscle pain, exhausted, memory cloud, difficult to do simple tasks post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.